Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 1101178, model/catalog description: scs-paddle leads. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient experienced inadequate stimulation. No device malfunction was suspected. It was also reported that the patient does not want his stimulator anymore because the stimulation was blocking the blood flow in his legs. The patient underwent an explant procedure.